Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient experienced inappropriate ventricular fibrillation therapy and the lead had a high sensing integrity counter value of 4277 short intervals. The lead was capped and replaced with a new lead. No patient complications were reported as a result of this event.